Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection identified that the pump had damaged lens. The review of device history log found following event in the history log: (B)(6). Functional testing included latch-lock sensor test. The customer stated issue could not be duplicated. The reported error refers to faulty latch lock sensor. The reported issue was not confirmed. Problem source is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "e41541". No adverse effects reported.